Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 218 and 123 mg/dl. Tests were done within 5 mins with a difference of 49%. Pt did not experience any adverse events. No further info has been reported.